Manufacturer narrative:
E1: state budgetary healthcare institution city clinical oncology hospital no. 1 of the moscow department of healthcare the device was returned to olympus for inspection and the reported failure was not confirmed. Due to the failure not being confirmed, the cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the videoscope a scope communication error e216 and no image. The issue was found during set up. There were no reports of patient harm as a result of this event.